Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had lvad implanted and during a cap maintenance, telemetry was lost. Troubleshooting was performed but the telemetry was still lost. The rf antenna was then used and resolved the issue. The patient was in good condition.